Event description:
On (B)(6) 2013, the reporter contacted animas alleging intermittent power loss. The pump intermittently loses power and resets to the verify screen. The patient had a blood glucose level of 261mg/dl at the time of the complaint, with no symptoms reported. This is not indicative of an acute diabetic injury. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
This initial report should have included the patient¿s allegation of an intermittent power issue on this same device on the same date. This correction is being submitted to include this additional information. The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/1/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found all buttons responded properly. Removal of the keypad did not find any anomalies with the button contacts. Review of pump history found multiple records of rebooting. Investigation was not able to reproduce the power issue. Pump powered up and was exercised for 24 hours without alarms or loss of power. Pump casing was opened and no defect was found in the pump interior. The battery compartment was found to be cracked with no evidence of moisture in the pump. No damage was found with the battery cap and it was able to secure properly to the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump would not move past the verify screen. The reporter stated that the patient¿s current bg was 261 mg/dl with no symptoms, which does not meet animas¿s criteria for an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.